Event description:
Acct. Reports that the septum "blew out" of the injection site when they used a high pressure injector to inject contrast material. States there was no injury to pt., but the pt. Rec'd an incomplete scan. States they never had this problem with the "abbott" product.